Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited high right ventricular (rv) impedance measurements. The cause of the high impedances was not determined. The patient's lead was subsequently surgically abandoned and replaced. This device remains in service with no further reported issues. No additional adverse patient effects were reported.